Manufacturer narrative:
(B)(6). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. When charging the suspect device over night and tested with a known good lung and circuit, the fsr reported no vent inop errors. The fsr was unable to duplicate or confirm the reported event. The fsr reported the ventilator passed the operational verification procedure and meets service specifications.

Event description:
The customer reported while using the vela ventilator; the device displays a continuous ventilator inoperable alarm. The customer reported the status charge light emitting diode (led) is red no matter how long the suspect device is charged. The customer reported there is no patient involvement associated with the event.